Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare : (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Product labelling of the minicap with povidone-iodine solution states "do not use this product if there is a known history of allergic reaction to iodine. Contact your clinician for further instructions". Using the minicap while being aware that the patient is allergic to iodine represents use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced short of breath and welts across their body during use with a minicap with povidone-iodine solution. The caregiver reported the patient was noted to be allergic to iodine. The patient was treated with benadryl for the event. No additional information is available.